Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was foreign matter found in the cassette of an automated peritoneal dialysis set. This was found prior to patient use. No additional information is available.